Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, severely calcified, moderately tortuous, long lesion from the mid to distal rca (right coronary artery) measuring 3.5x23mm with 95% stenosis. Target lesion one was treated with predilation, rotational atherectomy, and placement of a 3.5x28mm taxus liberte stent resulting in 0% residual stenosis. Slow deflation and mild withdrawal resistance were reported for the 3.5x28mm taxus liberte stent delivery balloon. The event was resolved without treatment by "just waiting". Target lesion two was a de novo, severely calcified, unprotected left main coronary artery lesion measuring 3.5x5mm with 95% stenosis. Target lesion two was treated with predilation, rotational atherectomy, and placement of a 3.5x16mm taxus liberte stent resulting in 0% residual stenosis. There were no reported patient complications as a result of these events.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis.